Manufacturer narrative:
Investigations confirmed a hole in the valve stem on the 2yrs plus vac pac. Per product manual customers are instructed to inspect the vac pac prior to each use. The customer has since been provided a replacement. The investigation is considered final.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their vac-pac has a hole in the valve stem. No patient involvement.